Event description:
It was reported that the patient experienced shocks. The lead exhibited unacceptable thresholds. The physician decided to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal.